Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation determined that the affected sample was collected in a lithium heparin tube. This is an unacceptable sample type for this assay. Upon follow up with the customer, the customer stated that they were not aware of this and will take corrective action. Quality controls were within range on the day of the event and no other events for this assay were reported.

Event description:
The customer received questionable a questionable result for vancomycin. One patient sample was involved. All results are in ug/ml. The original sample result was: 62.3, accompanied by a data flag and was reported outside of the laboratory. The auto-repeat sample result was: 18.7,accompanied by a data flag. The sample was then run on cobas 8000 c502 serial number (B)(4) and the result was 18.4. This result was deemed to be correct and a corrected report was issued. The customer stated that no action was taken on the original result. There was no adverse event. The vancomycin reagent lot number was 65787101 with an expiration date of 12/31/2012. The field service representative was unable to reproduce the erroneous result. He checked the instrument sampling, fluidic pressures, fluidic levels and cuvette rinse station functions. The customer performed precision tests. The results were within the customer's specification.